Event description:
A us distributor contacted zoll to report that a (B)(6) male pt passed away on (B)(6) 2014 in the hospital ICU. At 18:15:05, the lifevest detected bradycardia at 30 bpm transitioning to ventricular tachycardia (vt) at 160 bpm with motion artifact. Between 18:15:20 and 18:20:20, the pt received seven non-lifevest external defibrillation shocks. During this time, the pt's rhythm converted only briefly after the treatments before the vt/vf reoccurred. The lifevest shutdown at 18:29:22 on (B)(6) 2014 while the pt was in vf. The vt/vf was not detected by the lifevest because the arrhythmia rate was below the threshold for detection. The device threshold setting were 200 bpm for both vt and vf. During this time, motion artifact was seen on the ecgs. There were no alleged deficiencies against the lifevest.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) is complete. As received, the electrode belt was fully functional and able to detect and treat. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation, the r781 component on the monitor ca board was open causing a loss of driven ground signal. This component failure is consistent with damage seen when there is an external rescue defibrillation. There is no information to reasonably suggest that the failure caused or contributed to the pt death. Monitor (B)(4): 03/2014 - reuse, electrode belt (B)(4): 03/2010 - reuse. Review of the data does not indicate any device malfunction related to the pt death. There is no information to reasonably suggest that the device caused or contributed to the pt's death.